Manufacturer narrative:
Device received with detached end cap, loose drive support disk, cracked reservoir tube lip, stained end cap sticker and stained end cap sticker. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 alarm due to detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was damaged. Blood glucose reading was 510 mg/dl and 210 mg/dl. The drive support cap was normal. Customer treated high blood glucose level with manual injection. The pump will not be returned for analysis.